Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they had some teeth that has chipped. Patient stated that they will be seeking treatment elsewhere. Patient's u/l aligner fit is with in normal limits, teeth and gums look healthy.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.